Manufacturer narrative:
The hospital has not made the device available until now. The hospital was contacted to ask for further details like possible root cause, allegation of malfunction against our device, lot-/ serial no. Of second device, patient outcome and if images are available. Please notice that the first gore® viabahn® endoprosthesis with propaten bioactive surface was reported under manufacturer report number 2017233-2021-02585. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a stent angioplasty in the left arteries of the thigh with a gore® viabahn® endoprosthesis with propaten bioactive surface. It was stated that after desobliteration of the superficial femoral artery a perforation was noticed. Two gore® viabahn® endoprosthesis with propaten bioactive surface were implanted over a 18" terumo guidewire. Reportedly, after removal of the guidewire, a femoro-popliteal occlusion occurred. The stents could no longer be passed and were therefore explanted.

Manufacturer narrative:
Product history review: a review of the manufacturing records for the device could not be conducted because the serial-/lot number remains unknown. Neither clinical images enabling direct assessment of product performance nor the explanted product itself were returned to gore for evaluation despite multiple requests. Multiple attempts were made to obtain additional information about this incident, such as serial-/lot number of the second device and further clarification of the procedure steps, as the reported information appears to be incomplete, the most probable cause of the occlusion, allegations against our device, and patient outcome. No further information was provided, therefore the connection between the usage of the device, guidewire removal and the femoro-popliteal occlusion remains unknown. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: thrombosis, occlusion device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion with the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.